Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that a patient was scheduled for a device revision because the device stopped working. It was not specified if there was a lack of therapy or impedance issues, etc. The patient cancelled the procedure due to financial fees and the patient wanted to contact the manufacturer customer service to get more information. Environmental/external/patient factors that may have led or contributed to the issue, and diagnostics/troubleshooting performed and interventions/actions taken to resolve the issue were unknown at the time of the report. The issue was not resolved at the time of the report. No further complications were reported/anticipated.